Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a prime fill anomaly. The customer¿s blood glucose was 427 mg/dl at the time of the incident. The customer reported the insulin pump is not priming and it keeps pushing out insulin and will not allow her to get out of the prime screen. The customer states insulin is "squirting out" during the manual prime process and is stuck in the rewind delivery loop. The customer did troubleshoot the issue. The customer declined to troubleshoot for the high blood glucose level treated with a manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: compromised forced sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm prime/fill anomaly due to compromised forced sensor alarm. Pump passed displacement test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker, cracked end cap and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.